Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Customer obtained a reading of 19 mg/dl and was feeling symptoms of low blood sugar (dazed, not knowing what was happening). Customer's daughter treated her with orange juice and a soda. Customer then obtained a reading of 80 mg/dl after treatment, within 10 minutes. No adverse event reported. Requested return of suspect device and strips; however, strips have been discarded and will not be returned. Replacement was sent.